Event description:
Boston scientific received information that following implant of this system, the patient complained of chest pain. System evaluation noted high thresholds, intermittent loss of capture and pacing impedance measurements greater than 2000 ohms. An x-ray was performed and lead dislodgement and perforation were not confirmed. A revision procedure was performed and the lead was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains actively implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.